Manufacturer narrative:
An event of retraction problem and positioning problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported positioning problem appears to be related to patient condition (extensive calcification). The cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor valve was selected for implant using a large flexnav delivery system and a large navitor loading system. During loading, no issue was reported retracting the valve into the delivery system. During implant, after advancing the device and positioning the valve into the ascending aorta and crossing the annulus, it was observed that the valve was positioned too high relative to the desire location; the cause was reported as extensive calcium on the leaflets and annulus. The valve was recaptured and repositioned. However, during this maneuver, the device did not fully retract into the capsule, remaining open between the end of the capsule and the radiopaque tip; the gap was unable to be closed. "Appropriate maneuvers were then performed in the descending aorta to straighten the device in an attempt to recapture it, but this was unsuccessful. While attempting this maneuver, the patient went into cardiac arrest, requiring intubation due to gasping and neurological compromise. Cardiac massage as initiated for 7 minutes" and patient stability was achieved. The cause of cardiac arrest was reported as unknown. Then, a new 29mm navitor valve was prepped and implanted using a new large flexnav delivery system and a large navitor loading system. The patient was reported to currently be in a coma with cerebral ischemia.